Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyi1116 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that there is an alleged extravasation of vesicant chemotherapy during the 9th cure of chemotherapy. Catheter was placed on (B)(6) 2015 and the patient supposedly, received 8 cures with the device until the alleged onset of the defect treatment - vinblastine doxorubicine device has been removed on (B)(6) 2015.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyi1116 showed no other similar product complaint(s) from these lot numbers. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.